Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that b30 error¿, based on what was pointed out in the service manual, showed that b30 and e216 had an abnormal communication with the scope. From the service manual, it was confirmed that b30 error showed the scope communication error, and that it was the message in the case (registry error generation) in which the hard deployment of the scope ID data failed, and that it was mainly generated by foreign body attachment and moisture attachment of the electric junction. (Cv-190 service manual. P. 4-41. Refer to). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. H3 other text: device not returned.

Event description:
The customer reported, that the evis exera iii xenon light source displayed a b30 error code and an e216 error code, no matter what scope was used. The customer cleaned contacts on all scopes and the issue continued as well as reseated the scope connectors. There were no reports of patient harm. This report is being submitted for the reportable malfunction of error code b30. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer.